Event description:
It was reported that the pt underwent an anterior cervical spinal procedure with a plate and screws. Sometime post-op, the pt presented with pain. X-rays were taken approx 5 months post-op and it was discovered that the plate was broken. X-rays taken 2 months post-op were rechecked and it was discovered that the plate was broken at the time those films were taken. No further pt complications have been reported.

Manufacturer narrative:
(B)(4): the device has not been returned for eval. X-ray review is pending. Upon medical advisor review of the x-rays, a follow-up report will be submitted.